Event description:
It was reported the programmer and radio frequency head were unable to gain telemetry during interrogation. The programmer was replaced and the interrogation was successful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.